Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb cable had to maneuvered in the charging port in order for the pump to charge. Customer's blood glucose level was not adversely impact "the customer's blood glucose level". Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Customer's blood glucose level was not adversely impact the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.